Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-1093, 1627487-2013-1094. The patient had four leads implanted and two have the same lot number. It was reported the patient is experiencing uncomfortable stimulation from his occipital leads (off label use). An sjm representative met with the patient and reprogramming was unable to resolve the issue. Surgical intervention is pending to address the issue.